Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed an opening through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. ¿ anxiety-product/procedure: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare reported "deflation, removal from textured to smooth due to the concerns of the product". This record is for the left side. The device has been explanted and replaced. Device will be returned.

Event description:
Healthcare reported "deflation, removal from textured to smooth due to the concerns of the product". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Continued e1 -- alternate phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare reported "deflation, removal from textured to smooth due to the concerns of the product". This record is for the left side. The device has been explanted and replaced. Device will be returned.

Manufacturer narrative:
Additional, corrected and/or changed data: b.3, b.5, d.6b, h.6.